Event description:
It was reported that the surgeon performed a revision of an attune revision construct which was implanted on the right side. Reason for revision was due to femoral loosening. The surgeon noted radiolucent lines around the cemented stem on the femoral component. Surgeon used cmw1. The surgeon pointed out that cement had extruded past the cement restrictors (which he implanted two of) resulting in an inadequate cement mantle around the stem and pressurisation into the bone. The surgeon also mentioned that the patient has a primary knee originally which became loose. All components were removed. The tibia was not loose and the tibial sleeve had excellent biological fixation, but was revised as partial revisions don't do as well. The surgery was successfully completed with no delay.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d6, h4: the information provided regarding the manufacturing date and implantation date are identified to be conflicting. Continued follow-up is being conducted and any additional information received will be reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h4.